Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 the surgeon wanted to ream the intra-medullary cavity and observed that the 3 smallest reamer heads (8.5; 9 and 9.5 mm) were oxidized (rusty). It was reported that the issue did not cause any problem because during the surgery were used reamers 10mm and above. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument. The device was received and is currently in the evaluation process. A review of device history records was requested. Placeholder.